Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis: congestive heart failure, dm type 2, afib.

Event description:
It was reported that at 1650 the IV infusion bag of zosyn 100ml programmed to infuse a rate of 25ml/hour was hung as a secondary infusion piggybacked into a 500ml IV flush bag. At 1725, the nurse noted that the zosyn secondary IV infusion bag was empty, as well, as it was noted that the secondary IV infusion bag was hung higher than the 500ml flush bag. The md was notified and it was assumed that the secondary infusion backflowed into the primary infusion bag and the primary infusion of 500ml flush bag was infused at a rate of 125ml/hr to make sure the entire dose of zosyn was delivered to the patient.